Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error during bolus procedure. The blood glucose reading was 212 mg/dl. The customer stated that she is unable to press the buttons successfully. She reported that she was able to clear the alarm and that she did treat for her blood glucose levels. No other significant event leading to the alarm were observed. Nothing further reported.